Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: "hi" (higher than the measurement range of the meter, 33.3 mmol/l) and 17.2 mmol/l. The first result was obtained with the accu-chek performa meter, while the result of 17.2 mmol/l was obtained after a lab analyzer test.